Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that tubing had detached and it became loose at quick release. The patient inserted on abdomen and tubing had been in use since the morning (detachment occurred in early afternoon). Nothing significant prior to detachment and the pump was not bumped or dropped. No further information available.